Event description:
The user facility reports, one pt who experienced itching, hives, and swelling of tongue and lips within one hour of initiation of hemodialysis treatment. Pt was administered benadryl po which lessened symptoms and treatment was completed as prescribed. Pt is reported to suffer from high anxiety and is taking medication for this condition. Pt has changed to a different brand of bloodlines and symptoms have lessened but have not fully resolved.

Manufacturer narrative:
Since the complaint sample was discarded and lot number was not known, no lot specific investigation can be performed. Product instructions for use contains warning stating: "if pt shows any sign of hypersensitivity reaction, immediately discontinue treatment and initiate appropriate medical intervention. A history of allergies is an indication for careful monitoring of hypersensitivity reactions".